Event description:
A caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.